Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine maintenance,that cs100 intra aortic balloon pump (iabp) had autofill failure alarm fault # 50. No patient involved